Manufacturer narrative:
Method: the device's will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) and instructions for use (IFU) were conducted. Results: as the device was unavailable for an analysis results cannot be obtained. However, a review of the DHR for the lot number of the manufactured unit indicated that there were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. In addition, the sterilization certificate indicates that the lot passed and was found to be in conformance with all the specified requirements for sterile products. Conclusions: based on the information that was provided by the reporter and physician regarding the incidents we are unable to determine a cause for the initial report of infection. At this time only one patient was confirmed with a "bug" and all patient's required wound care treatment. The physician later reported that the patients were too comfortable with the dual catheters and the patients were using their joints too much which may have prevented the wounds from healing rather than infection. The sterilization certificate was reviewed and indicates that the lot passed and was found to be in conformance with all the specified requirements fro sterile products. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: unknown- anp. Flow rate: 2ml/hr + 2ml/hr= 4ml/hr. Procedure: joint replacement surgery. Cathplace: unknown- anp. Please reference: 2026095-2014-00294/14-01118 (a), 2026095-2014-00296/14-01118 (c), 2026095-2014-00297/14-01118 (d) and 2026095-2014-00298/14-01118 (e). Patient 2 of 5: an international distributor reported that a surgeon had 5 patient's that experienced infections while using double lumen catheters. The patients underwent joint replacement surgeries. The catheters were from the same model and lot number. Date of events were not provided. Further information was received by the physician, "one patient has grown a bug, and all the other patient's responded to a washout and their wounds are now healed." In addition it was also reported by the physician that "it may have been the case that the patients were too comfortable with the dual catheters and were using the joints too much. This may have prevented the wounds from healing rather than infection." It was reported that all patient's are fine and further information will not be provided at this time. Asked not provided.